Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for the revision surgery was for a loose baseplate. No information was reported about patient bone condition i.e. Cancellous bone structure/details, micro-damage during installation due to harder than average patient bone or initial misalignment, or other factors that could have contributed to the above said event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 508-32-104, rsp glenoid baseplate. Of these (B)(4) complaints, (B)(4) complaints were for peripheral screw failure and (B)(4) complaints for central screw failure and rest of complaints were for dislocation/device loosening and infection/pain. A definitive root cause cannot be determined. Historically, such failures after a few years of use are usually the result of factors such as a weakened or inadequate volume of bone structure, lack of bone ingrowth into the porous coat, inadequate soft tissue support, large or frequent shoulder torques or loads, trauma, or other medical factors. There is no evidence that a material, design, or dimensional problem contributed to revision surgery.

Event description:
Revision surgery - due to a broken central screw the baseplate was loose.